Manufacturer narrative:
(B)(4). Additional information regarding the procedure noted the wire was trapped in the distal of cx, which was calcified, and a tiny vessel. Multiple devices were used during the attempt to remove the device. The tip coil was stretched and the core wire was separated. The device was inspected during preparation and no damage was observed. Some damage was observed after removal, but all portions of the device appeared to be accounted for after removal from the patient and there were no protruding parts. The lesion was described as vessel: #13; occlusion: 75%; tortuousness: slight; calcification: moderate; plaque: fibro calcified. The procedure was completed. This case was reviewed and investigated according to volcano policy. During post-decontamination visual and microscopic inspections, it was observed the connector was not returned with the wire. There were several kinks and bends along the hypotube of the wire. The entirety of the distal coil was present but was stretched to approximately 140mm in length. The core wire at the distal tip was twisted and was separated. A 22mm portion of the core wire extended past the sensor housing and the remaining 8mm of the core wire was still attached to the dome. The distal end of the core wire fracture was also bent upward. It is possible this damage occurred when attempting to remove the wire from the patient and resulted in the observed resistance. However, we could not conclusively determine when and how the failure occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported the physician encountered resistance during retrieval and it took a long time to remove the wire from the body. Patient discharged as expected and patient condition was noted as stable. Physician indicated there was no patient injury or adverse event. All reasonably known patient information is included in this report.